Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the inner pouch of two (2) vascular probes during incoming inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to two (2) devices were received for evaluation. A visual inspection was performed and loose particulate matter (pm) was identified on the inside wall of the inner pouch of one unit. No pm was found in the second unit. The pm in the first unit was analyzed microscopically and the pm was determined to be a fiber. The size of the pm was determined to be 0.80 mm squared. Based on the size of the pm identified it has been determined there was no patient risk. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.